Event description:
Information received from the field notes that the patient was symptomatic and presented in the clinic in sinus rhythm at 60 ppm with pauses. The device could not be interrogated and there was no magnet response.